Event description:
It was reported that there was an acu watchdog failure/defective main board. No patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump heated¿ was confirmed by checking the alarm history. It is verified that the error was found in the alarm history. The device was repaired by replacing the main board. Replaced the left and right clutch, clutch spring, worm coupling, worm gear, and motor to fix the check clutch error. Replaced the top and bottom case and right plunger case because they were cracked. The pump was calibrated and greased and reset to standard configuration. The cause was the faulty main board. After replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.